Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No damages could be found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. According to the day of occurrence, the history of (B)(6) 2021 were analyzed. A space line neutrapur was inserted on (B)(6) 2021 at 08:59 am. The drug with the drug short name "noradr" was selected. The infusion started at 09:01 am the same day. The infusion was stopped and started several times. The device was set to standby between 03:20 pm ((B)(6) 2021) and was turned on again later the following day ((B)(6) 2021 at 07:15 pm). The infusion was then resumed again. No malfunctions, errors or anomalies could be found in the history files. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,72%. To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues were found inside. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to be sent for investigation in our service laboratory in (B)(6). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "flow rate deviation." According to customer: "the patient's blood pressure level fluctuated strongly in map 40-120. This attempt to control by administering an infusion of noradrenal infusion set. Even a small change in dose rate provided a large response to the patient's blood pressure. Impossible to control the patient's blood pressure. It sems that the infusion pump had not delivered the correct amounts of medicine. The situation changed when replacing the infusion pump and tubing. A strong suspicion of a pump malfunction. Multi sick patient, limited cardiac function possible hazard.